Event description:
The customer reported obtaining a no value "ind" flagged qc and patient results for the ck-mb assay on the access 2 analyzer. All other assays results have been performing without issues. Hotline troubleshot the event with the customer and were able to determine the customer had mis-loaded a ck-mb reagent pack on board the access 2 analyzer. Hotline noted the mis-loaded pack was found in carousel slot 11 when the instrument software listed the pack in location 1. Hotline reported the pack had 11 tests remaining in the instrument software but the pack appeared "full" to the customer. Hotline advised the customer to discard the pack since the test count was no longer accurate on board the instrument. The customer loaded a new reagent pack on board the instrument and performed. The customer confirmed to hotline that all the patient results impacted by this event were flagged "ind" and therefore, were not reported out of the lab. Since the results were not reported out of the laboratory, no change to patient treatment is attributed or connected to this event. Controls were run before and after the incident and qc had passed on the day of the event at 0200; however, failed with "no value" results at 0900. This was the same time when the customer noted "no value" patient results. Service was not dispatched since hotline was able to resolve the issue during troubleshoot with the customer via telephone. The mis-loaded reagent pack was located, and removed from the customer's instrument. The customer reported no erroneous patient results had been reported out of their lab. The cause of the event was a use error. The customer mis-loaded the reagent pack that generated the no value, "ind" flagged qc and patient results.